Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to lens, but have foreign material on lens surface specified as dried, discolored material. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -09.00/+4.0/095 diopter, in the patient's right eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.